Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the amo silver series lens injector system. The detached haptic remained in the cartridge. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.